Event description:
A customer in (B)(6) notified biomérieux of discrepant results associated with vitek® ms instrument (reference 410895). The customer attempted to obtain a result from cba after 24 hours at 37c incubation, however the colonies were too small and vitek® ms gave no result. After an increased incubation time, the instrument gave no identification and on an anc card using vitek®2 instrument the result was staphylococcus saccharolyticus at 98%. A three (3) to four (4) day delay was reported by the customer. There is no indication that the delay resulted in any adverse impact to the patient. An internal biomérieux investigation will be initiated.

Manufacturer narrative:
An internal biomérieux investigation was performed with results as follows: based on the sequencing made on the customer strain, biomérieux confirm the identification of staphylococcus saccharolyticus. Internal testing performed by the quality control laboratory: * two (2) spots gave single choice to staphylococcus saccharolyticus * three (3) spots gave "no identification" the testing performed internally did not lead to any misidentification and no product malfunction. For reminder, in case of no identification and as written in the vitek® ms workflow user manual clinical use 4501-2233 -e: "depending on the case, repeat the identification: · on the same vitek® ms-ds target slide. · on a new vitek® ms-ds target slide. · using another method (such as vitek® 2, api strip, other biochemical or molecular methods)". Regarding the misidentification obtained by the customer, the suspected root cause is non-optimal spot preparation.